Manufacturer narrative:
Additional code added to section h6 patient code and evaluation code result. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. One ht70 control printed circuit board (pcb) was received for failure analysis. This complaint was unable to be verified, during the investigation a different fault was found. The device would not power on upon receipt, root cause has been isolated to a cracked/shorted capacitor, c92. Initial inspection of the device revealed c92 shorted and cracked. The board was installed in an ht70 test fixture. The device was unable to power on but did display that external power was present. C92 was removed and a another capacitor was soldered in its place. The device was then able to power on properly. The likely cause of the event was isolated to cracked/shorted capacitor, c92 in control pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: section h6 evaluation code method, result and conclusion. H3: device evaluation summary: the service personnel (sp) inspected the ventilator and replaced control board to resolve the issue. Sp also replaced ac adapter and ac cord under preventive maintenance (pm). The ventilator has passed all tests, calibration and the product was returned to the customer in working condition. The likely cause of the event was isolated in the field to a potential fault in control board. The event is included in trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ht70 ventilator generated an alarm, the power shut down and the ventilation stopped. The patient was placed on another ventilator without harm.